Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu2998 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer received an expired product. It was reported no patient was involved. No other information was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. A single photo of a 4fr s/l powerpicc solo catheter with sherlock 3cg tps stylet kit was returned for evaluation of this complaint. The kit reference number was 1194118 and the lot number was redu2998. The printed expiration date was 2020-09-30. A review of the sales transactions for this lot number was revealed that the last invoiced sale for this lot was conducted on 3/04/2020, slightly longer than six months prior to the expiration of the catheter kits.

Event description:
It was reported that the customer received an expired product. It was reported no patient was involved. No other information was reported.